Event description:
It was reported that the tubing and the drain bag sheeting were adhered to one another. The customer stated that separating the products resulted in damaging the drain bag. The issue was noticed before use and no patient was involved. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation, as well as photographic evidence. A gross visual inspection and microscopic inspection were performed and identified excess solvent. Functional testing of the actual sample included leak testing, clear passage testing and clamp function testing. Leak testing revealed a hole in the bag from where the tubing with excess solvent was detached from bag. Clamp function testing and clear passage testing found no issues that could have caused or contributed to the reported issue. The reported issue was verified and the cause was determined to be a result of excessive solvent. Should additional relevant information become available, a supplemental report will be submitted.